Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and found the display totally distorted. There was no readable information on the screen. To fix the issue, the fse replaced video receiver board and the display to the video receiver cable. The safety disk hours were expired, so the fse replaced the safety disk and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a service test performed by the customer on the cs300 intra-aortic balloon pump (iabp), the display was wavy. There was no patient involvement, and there was no adverse event reported.